Event description:
It was reported that error 188 displayed during startup. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that error 188 displayed during startup. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported error message was confirmed. The fse replaced the chiller and performed cm checklist, restoring console functionality. Based on all the available information, a conclusion code of cause traced to component failure was assigned to this investigation.